Manufacturer narrative:
The field service engineer ran performance testing and this was within specifications. No issues were found during testing. There were no alarms on the last calibration performed on 15-dec-2020. Calibration signals were slightly lower than expected. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The sample centrifugation time is longer and the speed is faster than recommended by the tube manufacturer. Rack adapters required for 13 mm. Diameter tubes were not used. The dimensions of the tube used by the customer are unknown. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. The sample initially resulted with an hcg+beta value of 0.373 miu/ml and this value was reported outside of the laboratory to a nurse. The nurse asked for the sample to be repeated. The sample was repeated, resulting with a value of > 10000 miu/ml accompanied by a data flag. The sample was diluted 1:100 and repeated, resulting with a value of 16611 miu/ml. The 16611 miu/ml value was deemed to be correct. The hcg+beta reagent lot number is 454060. The reagent expiration date was requested, but not provided.